Event description:
Doctor used non-FDA substance in my face without my knowledge. Juvederm was used, as well as another unknown product. As a former patient of this m.d., I am quite disturbed that the medical products that he uses are not approved by the FDA, are imported illegally from other countries, and boldy advertised in a letter I received from his office. Illegal products such as juvederm. Perlane, and his vein injecting chemicals have in my estimation been used on hundreds, perhaps thousands of his patients without our knowledge and proper consent.